Manufacturer narrative:
(B)(4). The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The starclose se devices referenced in article are filed under a separate medwatch report number. Attachment: article; safety and effectiveness of suture-mediated arterial closure device in hepatocellular carcinoma patients that underwent drug-eluting beads transarterial chemoembolization. (Annals of vascular surgery (2018), doi: 10.1016/j.avsg.2081.05.077) (B)(4).

Event description:
It was reported through a research article identifying proglide devices that may be related to the following: puncture site, complications, hemorrhage, hematoma, pseudoaneurysm, limb ischemia due to arterial thrombosis, arterial dissection, patients who required intervention, additional hospitalization, light manual compression for 3 minutes, surgery, balloon angioplasty, stent implantation, thrombo-aspiration, blood plasma and platelets given. Details are listed in the attached article, titled: safety and effectiveness of suture-mediated arterial closure device in hepatocellular carcinoma patients that underwent drug-eluting beads transarterial chemoembolization.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of dissection, hematoma, hemorrhage, ischemia, thrombosis and pseudoaneurysm and treatment of surgical procedure are listed in the perclose proglide instructions for use, as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported patient effects; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.